Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Colon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Unknown. Was the cut line longer than the staple line (incomplete staple line)? Yes. Was the cut line and staple line equal (partial fire)? No, device cut completely but stable line was incomplete. What color cartridge was being used? Unknown. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? (B)(4). Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a laparoscopic sigma procedure, the instrument did cut completely, but staple only 2cm. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.